Manufacturer narrative:
The customer contact indicated the device was discarded. Hospira has completed a formal investigation to address the issue of leakage from the injector in the sterile empty vial. Based on the investigation results, it was determined that solution leakage found at the cannula and the polypropylene injector body was due to adhesive shrinkage and separation from the injector. The adhesive shrinkage and separation was due to exposure to elevated temperature in combination with a poor ultraviolet cure. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an unspecified date, it was reported that the vial was filled with an unspecified concentration of dilaudid and was loaded into an unspecified patient controlled analgesia (pca) pump. No specific pump programming was provided. After an unspecified length of time, the customer contact reported that an unspecified volume of solution leaked around the blue stopper in the vial. No specific details were provided. The vial was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.